Event description:
Subsequent to initial MDR, additional information was received which indicates that the index stent implanted in the mid left anterior descending artery was patent. The revascularization procedure was performed in a non-target vessel, the first obtuse marginal artery. No revascularization was needed for the index stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2008 in the mid left anterior descending artery and a 3.0 x 12 mm xience v stent was implanted. In (B)(6) 2008, the patient began to experience chest discomfort and reported intermittent chest discomfort upon waking. No treatment was provided and the symptoms reportedly resolved on (B)(6) 2009. In (B)(6) 2009, the patient again experienced chest pain, this time noted when walking fast or going up stairs. The patient did not seek medical treatment, as the patient was out of the country. Diagnostic coronary angiography was performed and the patient was instructed to schedule an appointment with his cardiologist as soon as possible. An electrocardiogram was performed on (B)(6) 2009 and no myocardial infarct was noted. On an unspecified date, the patient experienced chest pain while at work and was admitted through the emergency room. The patient was taken to the cath lab and revascularization was performed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated therapy date. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.